Manufacturer narrative:
The baxter technical support determined that the CPR handle was missing and needed to be replaced. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on may 2, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. Baxter technical support replaced the CPR handle that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the CPR was inoperative the bed was located at the account. There was no patient/user injury reported.